Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via company representative right side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture; "abnormal fluid collection". Additional, changed, and/or corrected data: b1, b3, b5, b6, b7, d1, d2a, d2b, d4, d6a, d6b, e1, e2, e3, g2, g4, h4, h6, h11.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed right side rupture and reported right side "abnormal fluid collection". Device has been explanted and replaced.

Event description:
Patient reported "rupture". Healthcare professional reported "abnormal fluid collection" confirmed via ultrasound. This record relates to the right side. Device has been explanted.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.